Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The positive end expiratory pressure valve harness cable and pressure sensor switch were replaced. The unit was returned to service.

Event description:
The hospital reported the unit alarmed during preuse checkout and lost the ability to mechanically ventilate. There was no report of patient involvement.